Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device always switch off. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit intermittently powered on under battery power and was unable to power on using ac power. Internal inspection revealed broken solder at acl, acn, and gnd pins at j1 power entry module on the system board. The system board was replaced and the unit functioned as designed.